Event description:
Pt with subarachnoid hemorrhage (sah) status post acom coil; an external ventricular drain was placed for hydrocephalus. Pt experienced fevers and leukocytosis. The external ventricular drain was replaced with a lumbar drain. The pt continued to experience fevers, leukocystosis and a positive csf identified as bacillus cereus in 2003. The pt was treated with vancomycin and recovered. No device info or lot number was provided, therefore a review of the customer's purchase record was conducted, which identified the purchase of lumbar catheter kit and convenience kit.